Event description:
User reported 4 false positive results. Negative pcr and rapid. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00207,205,204: test 1,3,4 of 4).

Event description:
User reported 4 false positive results. Negative pcr and rapid. This is report 2 of 4.